Event description:
A fastener backed out following surgery for a sacral insufficiency fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The results of the investigation is inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Manufacturer narrative:
Initial reporter updates: this report updates the initial reporter information to the physician who initially reported the issue.